Manufacturer narrative:
This report is submitted on october 18, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery with silver nitrate to remove the excess skin on (B)(6) 2021.